Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the both response buttons covers were lifted and the contacts were corroded. The cause of the non-functional response button is the corroded contacts. Additionally, the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause of the corroded contacts cannot be positively identified. The root cause for the damaged connector was excessive force no adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.